Event description:
It was reported that the patient became unresponsive shortly after the pump was implanted and the patient was admitted to hospital. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).